Manufacturer narrative:
On (B)(6) 2011, a bec field service engineer (fse) discovered wash buffer tubing that leaked due to a cut. The fse replaced the tubing; no other issues were noted. Hardware is the root cause of the event. (B)(4).

Event description:
The customer contacted beckman coulter inc (bec) to report receiving a no wash buffer to upper reservoir error and noticed the wash buffer leaked liquid leak from the back of the unicel - dxi 800 access immunoassay system. The customer cleaned up the spill using the appropriate personal protective equipment (ppe) and the laboratory's exposure plan. No report of injury or exposure to the liquid.